Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the patient reported that after restarting the ilet device following a battery depletion, multiple alerts appeared including insulin set expiration. The user discovered that the cartridge and tubing had become disconnected. The user completed a full supply change and resumed insulin delivery. The dexcom g7 sensor reconnected and blood glucose readings were available. The user reported no impact to blood glucose levels.